Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and pelvicol were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and grade 4 posterior prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/15/2016, (B)(4). It was reported that following insertion the patient experienced urinary frequency, stress incontinence, cystocele, enterocele and rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.